Event description:
It was reported that the infusion set was pulled, and the t:lock became disconnected. Customer¿s blood glucose level was "high", however, a specific bg value was not provided. The customer changed the infusion set and cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.